Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient sustained a skin irritation while wearing the lifevest. The skin irritation was described as open blisters. The patient's doctor recommended the patient use otc cortisone and benadryl. There is no alleged device malfunction. The patient's medical outcome is unknown.